Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the patient line of a homechoice cassette and a luer transfer set became loose during peritoneal dialysis therapy. The patient was connected at the time of this event. The renal therapy service agent assisted in starting over with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.